Event description:
It was reported that the patient presented to the cath lab from the operating room in cardiogenic shock. Reportedly, the proper tests were not done prior to surgery to clear the patient for the radical nephrectomy surgery. Advanced cardiac life support was in process including the insertion of a balloon pump. The mid right coronary artery was found to be occluded. A 2.0x20mm mini trek, after preparing the device per the instructions for use (IFU) was taken to the lesion and after multiple inflations device became stuck on the wire. The wire and the balloon dilatation catheter were removed as one unit. A wire was attempted to be placed, but failed to cross the lesion. The code was called and the patient was pronounced dead. Reportedly, the physician did not feel that the device malfunction caused the death. There was no additional information provided.

Manufacturer narrative:
(B)(4). Date of birth was provided as (B)(6). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a complaint history of the reported lot query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product deficiency.